Manufacturer narrative:
PMA/510(k) number: k912469 and k083641. Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a portex® bivona® uncuffed neonatal and pediatric tracheostomy tube left eyelet tore three-quarters of the way during use on a patient. The issue was observed by the patient's parent when she awoke from a nap. The tracheostomy tube had been in use for 2 weeks. It was noted that dale tracheostomy tube ties had been used to hold the tube in place. The tube was discarded and replaced with a new tracheostomy tube. No patient injury was reported. The issue was considered resolved.